Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 600 mg/dl. A manual injection was administered to address bg. Troubleshooting was performed and determined that air bubbles were observed within the infusion set tubing. The customer replaced infusion set site and tubing and resume insulin. Recommendation was made to consult with a healthcare provider to discuss diabetes management.